Manufacturer narrative:
Additional information section d9: device available for evaluation: yes. Date returned to manufacturer: 18 nov 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received stuck inside of the cartridge. The lens was removed and cleaned, revealing that it was damaged and torn. Visual inspection of the handpiece revealed that it was received with the handpiece separate from the lower/upper body assembly and the lower body was damaged with one half of the assembly missing. The handpiece was disassembled and the assembly was inspected, no assembly issues that could cause or contribute to the observed issues could be identified. The issue could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Implant/explant date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter telephone number: (B)(6). PMA/510(k) #: this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00c that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA (B)(4). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted into the patient's right eye, the lens was found broken. The incision was enlarged and the iol was removed. Another lens of the same degree brand model was implanted as a replacement. There were no postoperative complications and no adverse effects.